Manufacturer narrative:
The sq-240 surgical light subject of the reported event is approximately 19 years old and is serviced and maintained by the user facility. A letter of obsolescence was issued in 2010 for the sq-240 surgical lighting system. A steris service technician was advised of the reported event while at the user facility performing service activity on another piece of equipment. The steris service technician inspected the surgical light and found a plastic portion of the lighthead had cracked at the rim of the housing. As replacement components are no longer manufactured due to obsolescence, steris was unable to perform repairs. The user facility obtained a replacement lighthead from a third party. The lighthead was installed and confirmed to be operating to specifications. The crack in the plastic housing of the lighthead may be attributed to user facility personnel utilizing a cleaning/disinfecting agent which was not compatible with the lighthead materials. User facility personnel were made aware of the cleaning/disinfecting procedure documented within the sq-240 surgical light operator manual and discontinued use of the incompatible cleaning/disinfecting agent.

Event description:
The user facility reported that an employee cut her finger on a loose sharp object on the sq-240 surgical light. The employee's cut was cleaned and bandaged.